Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they did not want to have another surgery because it is expensive and painful. They said their ins was out of place for some reason. It was not lying flat toward their body; it was sticking out. As a result of what was reported, they did another surgery and it was implanted deeper. No further patient complications have been reported as a result of this event.